Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the probe was broken at 15mm from the distal end. There were scratches around the broken part. The crack spread from the scratches as a starting point on the probe fracture surface the manufacturing history record of the same lot was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. As the result of the evaluation, omsc thinks that activating output continually in state of the probe contacting hard tissue or objects caused the crack and breakage of the probe. The instruction manual of the device has already warned as follows; the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. If the grasping section, the tissue pad, or the probe tip falls off, stop using the thunderbeat immediately and retrieve it by appropriate means.

Event description:
During laparoscopic colorectal resection, u504 error (probe damage error) occurred. The doctor continued to use the subject device despite the error. Then, the probe was broken and the broken tip fell into the patient. It was retrieved from the patient. The doctor completed the procedure with another device. There was no patient injury reported.